Manufacturer narrative:
D10: concomitants: logic femoral ps cem; left sz 3; cat# 02-010-01-0230; sn (B)(6). Logic tibia traptray cem; sz 3f/3t; cat# 02-012-41-3030; sn (B)(6). Three peg patella; 38mm; cat# 200-02-38; sn (B)(6). H3: investigation results - the revision reported may have been the result of polyethylene wear, as stated in the legal documents, and possibly loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported prosthesis wear and possible loosening cannot be determined as the device was not returned for evaluation, and images, radiographs, and operative notes were not provided.

Event description:
As reported via legal documentation, on (B)(6) 2010, a patient underwent a left total knee replacement surgery and was implanted with an optetrak polyethylene tibial insert. On (B)(6) 2011, the patient underwent left knee revision surgery, which included the removal of the polyethylene liner, due to accelerated and preventable wear of the optetrak polyethylene tibial insert.

Manufacturer narrative:
Pending investigation.